Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform the functional testing; including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had a cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown. The customer treatment according to electrostatic, it cannot recover. The customer's blood glucose is normal, didn't require medical treatment.